Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found the battery to have reduced capacity due to overdischarge.

Event description:
It was reported that there was stimulation in the wrong location and a return of symptoms. The patient was going to be having an MRI with the area to be scanned was the knee. The patient had a cervical spine MRI on(B)(6) 2014. The patient was told they could only have a head or brain MRI. The healthcare provider (hcp) told the patient they were doing the MRI to then see what happened. It was reported that while the patient was on vacation, they stepped into a hole in the sidewalk and fell across a lava rock cub and all their weight landed on their shin in knee. When the patient went to the hospital they told the patient that they had a severe hematoma and contusions. Stimulation was still controlling the sciatica nerve pain. They wanted to do the MRI of the left knee because they kept loosing feeling in the knee and it hurt all the time. The patient kept falling because they continued to lose control of their knee. The pain that the implantable neurostimulator (ins) was implanted for had returned and was increasingly getting worse. The patient was not able to walk for a long time because they started limping due to the pain. They started walking more sideways. The patient was almost back to the way they were prior to implant. The pain was in the small of their back and the more walking the patient did or the more active they were, they started to walk more sideways due to returning pain. The patient met the manufacturer representative (rep) at a healthcare provider appointment in (B)(6) 2014. They did some type of testing with the hcp programmer and the rep was trying to reprogram the ins but they were not able to adjust the settings. They told the patient they felt the leads maybe have moved or pulled loose. They wanted to do surgery to check the leads but the patient needed to wait. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a manufacturer representative (rep) had met with the patient on (B)(6) 2015. It was then clarified that the car accident had occurred in hawaii. During the accident the can of the device hit the arm rest and that was when they lost coverage. The accident occurred 1.5-2 months before the patient came back to the states and met with the rep. During the first meeting with the rep on (B)(6) 2015, the patient told the rep about losing coverage. During a follow-up on or around (B)(6) 2015, the impedance issues were found and reprogramming got the patient 75% coverage. No follow-up was required as this was clarification of information already reported.

Event description:
Additional information received reported that the patient was involved in a car accident. The healthcare provider (hcp) would be unhooking one of the tail from the paddle lead and implanting with a percutaneous lead. After the car accident, the patient developed new pain near the shoulder area. The spinal cord stimulator (scs) was implanted for the lower back. The patient had a car accident and a loss of therapy because three contacts were greater than 10,000 ohms. Those were the ones the patient was programmed on. That was likely in 2015. This was actually not shoulder pain but was pain in the higher thoracic area from where the device was implanted. The revision was completed on (B)(6) 2015. The battery and lead showed over 10,000 ohms on the right side of the paddle. The hcp decided to place the percutaneous lead at t7/8 and the paddle was at t8/9. The patient was receiving effective therapy with the left side of the paddle and percutaneous lead.

Event description:
Additional information was received from the patient stating that they were still having concerns with their device or therapy but was still working with their doctor or manufacturer representative (rep). They had an appointment date for (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).